Manufacturer narrative:
Results of the per relayed by the engineer: upon review of the packaging, the complaint was confirmed. The appearance of burn like marks are present on the inside of the inner pouch. The "burn marks" are actually primary titanium debris that were caught between the pouch and trunnion of the product. During distribution, the inner pouch lost its vacuum on the part and this allowed the product to move freely in the pouch. This movement caused the part to contact the titanium debris and this contact caused the marks that appear as burns. The inner pouch losing its vacuum and the contact between the part and titanium debris was caused by extreme distribution events that are not consistent with a worst case distribution cycle that was tested during the performance validation. There is damage to the outer carton that is consistent with a significant drop. Review of device history records found these units were released to distribution with unrelated deviations or anomalies. Review of complaint history found no additional issues for this lot. Review of complaint history found no additional issues reported for item: 51-104120 lot: 2915442 combination. Packaging-transit damage relayed completion of the investigation to the distributorship and the sales rep via email on december 30, 2014. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure on (B)(6) 2014, the surgeon opened the taperloc stem and noticed a burn mark on the inner packaging. The surgeon refused to use the stem. A new stem was used to complete the procedure.